Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored no blank display anomalies noted. Power connector plug in and locked in place properly. However, hardware low level failure alarm noted during self test and confirmed in pump history (variableinfo = 3) due to broken trace at pin # on u1 keypad assembly. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Unit received with stained serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's screen was off. Customer stated the contacts on the battery cap were neither missing nor damaged. The customer stated that the left bottom up the side of the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.